Event description:
It was reported that during the surgical procedure the 4th arm was not raising up and down. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.